Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 02:00:08. During night drain cycle one, the patient's ultrafiltration reading was 1542ml, indicating the home patient (hp) drained 1542ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. If additional relevant information is received, a follow-up will be sent.